Manufacturer narrative:
Updated b5. D10: gore® excluder® aaa endoprosthesis - contralateral leg component. Updated g3. Updated h6: replaced codes f28 and f15 with f1901 and f2301. Replaced codes a01, a27 and a24 with a050408. Replaced code b15 with b13 and b11. Replaced codes d12 and d1001 with d15. The patient referenced in this event file is enrolled in the tgr23-02aa together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. The device remains implanted and therefore, the device evaluation cannot be performed. The information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore on july 11, 2025, from the imedidata study database and imaging email: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm, using a gore® excluder® conformable aaa endoprosthesis device and gore® excluder® aaa endoprosthesis devices in the left and right common iliac arteries. The gore® devices were successfully deployed. A very small type ia and type ib endoleaks were observed at the conclusion of the procedure. The patient was discharged home on (B)(6) 2025. According to the physician, a cause of type I endoleak was not an optimal neck and not optimal circumferential apposition. The physician is monitoring the patient. No additional procedures were performed. However, the physician discussed now about treating the patient with a fenestrated cuff. The patient is doing fine.

Manufacturer narrative:
Code f28 was used to cover that the physician is monitoring the patient and plans to have a further reintervention. Code a27 was used to cover that the physician is monitoring the patient and plans to have a further reintervention. Code c19 - a review of the manufacturing records of the device indicated the lot met all pre-release specifications. According to the physician, a cause of type I endoleak was not an optimal neck and not optimal circumferential apposition. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on july 11, 2025, from the imedidata study database and imaging email: on january 15, 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm, using a gore®¿excluder® conformable aaa endoprosthesis device and gore® excluder® aaa endoprosthesis devices in the left and right common iliac arteries. The gore® devices were successfully deployed. A very small type ia and type ib endoleaks were observed at the conclusion of the procedure. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient had a cta that showed a type ii endoleak via lumbar arteries and inferior mesenteric artery and the suspicion of subtle type ia endoleak (proximal/ventral stent graft main body). The was no aneurysm enlargement. According to the physician, a cause of type I endoleak was not an optimal neck and not optimal circumferential apposition. The physician is monitoring the patient. No additional procedures were performed. However, the physician discussed now about treating the patient with a fenestrated cuff. The patient is doing fine.